Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening, delamination and crease flat. Leak test and microscopic analysis was performed which identified: delamination and opening. A microscopic analysis was performed which identify striated opening on posterior side, consist in the use of some surgical tool and delamination in the diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage. Delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.